Event description:
It was reported that during patient treatment, the anesthesia workstation switched from automatic ventilation mode to manual ventilation mode without user interaction. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our company field service engineer (fse) investigated the anesthesia workstation at the hospital. The reported issue could not be reproduced. The switch for changing ventilation mode between manual and automatic ventilation(man/auto switch)was replaced preventive and the anesthesia workstation was returned to service after successful functional tests. The device logs were saved and sent for investigation together with the replaced part. The returned man/auto switch was visually inspected and tested in a reference anesthesia workstation without any deviations. Electrical measurements were performed, and the switch was disassembled for inspection of the interior components of the switch. A broken plastic pin inside the switch was found, and this may have contributed to the experienced event, although it did not affect the function during our tests. The device logs showed that the ventilation mode was alternating between automatic and manual modes several times, but the log does not reveal why the switching occurred. There are no recordings in the technical logs to support any root cause. Therefore, based on our findings, we have not been able to determine the root cause of the reported issue.

Event description:
(B)(4).